Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
A patient reported that they had received coolsculpting treatment to the abdomen and flanks and has been diagnosed with paradoxical adipose hyperplasia.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the mid-abdomen on (B)(6) 2018 and (B)(6) 2019 using the unknown legacy cooladvantage core, legacy cooladvantage system applicators, who developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2 a3a a4 a6 b5 d1 d4 g1 h6 h7. Continued a6 - race: asian. Clarification to h7/h9: based on the available information, recall numbers are not known.